Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2020, the patient underwent an unknown surgery for a femoral neck fracture with the products in question. After approximately 2 years, osteoclavicular necrosis occurred, and surgery was performed on (B)(6) 2023 to replace the tha after removal of the fns. It is the physician's view that this is a possible complication of femoral neck fractures, which can occur when the fracture location and fracture type affect blood flow. The basic idea is that the outcome is almost always determined at the time of injury, rather than the surgical approach or the implants used, and he believe that there is almost no causal relationship with fns. The physician confirmed by x-ray that there were no pieces left in the patient after surgery. No further information is available. This report involves one 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This report is related to (B)(4) which reports difficulty in removal. This pc reports the onset of osteonecrosis. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 412.214s. Lot # 6l71755. Manufacturing site: werk selzach logistik. Release to warehouse date: 13 feb 2020. Expiration date: 01 feb 2030. Supplier: (B)(4). Non-sterile part # 412.214. Non-sterile lot # 5l79694. Manufacturing site: werk mezzovico. Release to warehouse date: 22 aug 2019. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø5 self-tap l40 tan was broken across the neck between the head and the shaft, only the shaft fragment was returned for evaluation. The threads appear to be stripped along the shaft, difficulty in retrieving the implant can be attributed to this condition and due to the usage of tools for removal of the fragment. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces while handling it. The adverse event mentioned in the event description cannot be confirmed as no further evidence was provided. A dimensional inspection for the lockscr ø5 self-tap l40 tan was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø5 self-tap l40 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.